Event description:
It was reported that the insulation and/or release buttons were worn, missing or broken.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the unit confirms insulation damage throughout the shaft. A crack was seen on the handle grip which appears to have been caused by excessive force, the bent stop pin and markings on the handle indicate the possibility of excessive force used to open the handle. Further, it was not possible to attach an insert to the handle due to the damage on the grip locking mechanism. The unit passed the insulation scan test. Probable root cause/s for the insulation damage could be bad sterilization methods and or normal wear and tear. The probable root cause/s for the damaged handle grip and locking mechanism could be user misuse and or improper handling. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation and/or release buttons were worn, missing or broken.